Event description:
It was reported that the patient suffered multiple strokes in the two week post op period. Thrombus identified in the left ventricle and around inflow cannula. The patient experienced intermittent vtach and vfib and was unresponsive to therapies in the post op period. Prognosis was poor. The decision was made to withdraw all supportive care. Patient died in the ICU.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient suffered multiple strokes and experienced intermittent ventricular tachycardia and ventricular fibrillation. Patient was unresponsive to therapies in the post-operative period and the decision was made to withdraw all supportive care; patient subsequently expired. The device ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via controller log file analysis as they were inconclusive. The site confirmed the presence of thrombus in the left ventricle and around the inflow cannula. Based on available information, a possible root cause of the reported event is attributed to the patient's complex medical history and comorbidity. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke, neurological dysfunction, cardiac arrhythmias, and thrombus are known potential clinical adverse events associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.